Event description:
An abdominal aortic aneurysm (aaa) was treated with medtronic endurant endograft. Endoanchors were implanted following endograft placement due to a concern for long-term proximal seal stability because of a conically shaped neck. Prior to endoanchor implantation, an angiographic catheter and a guide wire (amplatz super stiff) were retracted out of the fluoroscopic field of view to prevent interference with the heli-fx system components. The endoanchoring procedure was completed unremarkably and the heli-fx system devices were removed from the patient following successful implantation of four (4) endoanchors. Attempts to retract the previously placed guide wire were unsuccessful. The physician applied more force in an attempt to retrieve the wire and it was seen under fluoroscopy to pull apart, with the distal coil partially unraveling and remaining inside the patient as the rest of the wire was removed. The distal coil wire could be seen faintly on fluoroscopy extending from the proximal area of the endurant endograft into the femoral artery; however, its exact location of impingement could not be detected. Two bare metal stents were placed to secure the coil wire against the arterial wall distal to the endograft. It could not be determined whether the guide wire was inadvertently moved into the area of the proximal neck during the anchoring procedure, potentially becoming trapped by an endoanchor, or if it was caught on a portion of the endograft or other anatomical feature. The exact location of the distal end of the unravelled guide wire coil could not be determined from final procedural imaging.

Manufacturer narrative:
There was no allegation or evidence of a device malfunction and the device was not returned for analysis; therefore, no physical evaluation was performed.